Manufacturer narrative:
Updated fields: d8, d9, h2, h3, h6, and h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. Based on the results of the investigation, a likely cause of the malfunction identified could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during the customer¿s routine microbial testing, the duodenovideoscope tested positive for 14 cfus of coagulase negative staphylococcus, and 63 cfus of man unknown bacterium, 39 cfu's of an unknown bacterium. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.